Event description:
Related to MFR report # 2183959-2012-00789. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system on (B)(6) 2010. It was alleged the plaintiff experienced "serious bodily injuries, including extreme pain, dyspareunia, mesh contraction" as well as "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.